Event description:
It was reported that when the substitute intra-aortic balloon pump (iabp) was in use, the hospital staff noticed that the helium gas was decreasing too rapidly. As the spot inspection on the original pump was finished, the substitute pump was replaced with the original pump. When the 30-minutes operation check was done to the substitute pump 2 days later, it operated normally. There was no report of patient complications, serious injury or death. Patient outcome reported as good.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iabp suspected leak in helium supply is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the substitute intra-aortic balloon pump (iabp) was in use, the hospital staff noticed that the helium gas was decreasing too rapidly. As the spot inspection on the original pump was finished, the substitute pump was replaced with the original pump. When the 30-minutes operation check was done to the substitute pump 2 days later, it operated normally. There was no report of patient complications, serious injury or death. Patient outcome reported as good.